Event description:
The catheter ripped apart inside the patient. The physician retrieved the pieces with a basket. It was confirmed the patient is doing fine. The patient is doing fine.

Manufacturer narrative:
A complete evaluation cannot be performed since the product will not be returned to our facility nor has it been made available for company representative to view. Additional information has been requested from the customer in addition to the initial information provided to our sales representative. While we are not anticipating additional information, should it become available we will forward the information to FDA. From the sales representative's initial contact with the customer, we have been assured that the patient is fine.